Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. The field safety engineer evaluated the system regarding the reported event and the event could not be replicated. The fse disassembled and inspected the brake, then reassembled the brake, tightening all hardware. The table was tested - raising and lowering - with approximately 700 pounds of weight. No further problems were detected. (B)(4).

Event description:
Philips received information from a customer site that following a successfully completed patient exam, the table dropped approximately four (4) inches while the table was being lowered to unload patient. The patient was reported to have been seated in an upright position. There was no report of injury to the patient of operator.